Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had been switched to safety mode. Technical services (ts) recommended replacing the device. This crt-d was explanted and successfully replaced. This product has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to request information regarding initial reporter details, if a response is received, a supplementary report will be uploaded.